Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the surgeon went in for what he thought would be a revision as the tray looked broken and the thought was that the screw would still be inset in the stem. Nothing ended up being broken and he simply went back in with a tray/liner/ torque screw. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos & x-rays received. The device is not available for evaluation due to implant was not broken. No other patient information/medical history provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision is likely due to the disassembly of the torque defining screw and thus the humeral tray and liner assembly from the humeral stem. Potential contributions may include patient conditions, incomplete seating or forces on the underside of the humeral tray at the time of implantation secondary to unintended contact with protruding bone, or an issue with insufficient application of torque or cross-threading of the screw during assembly. However, this cannot be confirmed because the components were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.